Event description:
Plaintiff reports initial bilateral implantation 9/3/80. Plaintiff adopts master petition in re: master silicone breast implant file, in the 334th judicial district court of harreis county, texas.